Event description:
It was reported that during preparation, the pressurewire x, wireless device calibrated successfully. However, once removed from the hoop, a 90 degree bend was noted. Also, the device appeared to be frayed. Therefore, the device was not used in the patient and another pressurewire x, wireless device was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported deformation due to compressive stress and material frayed could not be determined. In this case, it is possible that the guidewire was incautiously removed from the packaging coil, or the tip shaping techniques employed caused the reported bend and material frayed; however, since no device was returned, this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.